Manufacturer narrative:
This MDR is a result of retrospective review of complaints. The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
On january 12, 2024, senseonics was made aware of an incident where the patient reported measurement deviations happening since (B)(6) 2023. There were no examples provided. The patient was unhappy with the experience and performance of the system. Due to customer experience, a sensor replacement was approved and the patient was requested to return the sensor for investigation.

Manufacturer narrative:
The initial investigation was performed on user synced glucose data on data management system (dms), which is a cloud platform for eversense systems. Based on the initial analysis, the sensor performance had deviate from normal behavior. To further investigate the issue and to determine the root cause, the return material authorization (RMA) was issued for the return and replacement of sensor. Investigation of the returned sensor revealed a loss of chemical performance due to oxidation of hydrogel, which is a chemical component of the sensor. Hydrogel oxidation can result in inaccurate sensor readings. As part of resolution, the customer was given a new sensor. No further investigation was found necessary for this complaint. B4. Date of this report 09 april 2024. D9 device available for evaluation? Yes, device received on 19 feb 2024. G3. Date received by the manufacturer? 09 april 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 174. H6. Investigation conclusions updated to 4307.